Event description:
It was reported that an syringe near empty alarm was observed. No patient injury was reported.

Manufacturer narrative:
UDI information not provided. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both seals were broken. The investigation found the device had case top cracked on front corners. Cracked battery door and left plunger case. The pump event history showed multiple syringe empty alarms in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, during occlusion test. Received syringe empty alarm immediately after starting occlusion test. Broken carriage and position pot tab. The root cause of the reported issue was due to the user dropped the pump. The technician replaced the carriage and position pot. Performed occlusion test and all functional tests which passed.